Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility on a mandatory and voluntary report form with the following reference number: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using an indigo system aspiration catheter 6 (cat6), the cat6 was found to be kinked mid-shaft upon removal from the packaging. The damage to the cat6 was found prior to use, and therefore, the cat6 was not used in the procedure. The procedure was completed using another cat6.